Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the emergency room after receiving multiple shocks due to post-sensed t-wave oversensing. R-wave undersensing was also noted. Programming changes were made. Lead revision was suggested.